Event description:
The pt was revised to address pain.

Manufacturer narrative:
Subject: (B)(4) depuy asr hip revision has been confirmed for incident (B)(4). (B)(4). Division: depuy asr system. Cause: product recall. Country where surgery performed: (B)(6). (B)(4). Surgery date: (B)(6) 2007. Type of hip replacement product: asr xl acetabular system (right). Product batch / lot no: 2385348, 2396490. Product serial no: (B)(4). Hospital: (B)(6). Surgeons name: (B)(6). Is revision recommended: yes. Has revision been confirmed: yes. Date of revision: (B)(6) 2011. Revision country: (B)(6). (B)(4). Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: recommended asr revision - right hip. Asr xl acetabular system (right). Reason(s) for revision: pain. Update: sleeve and stem product details received 11 may 2012. Update - added additional hospital and patients initials and gender. Taken from claimsuite dated 29th july 2015.